Event description:
The custoemr was re-typing a known group a donor unit on the provue analyzer and obtained a negative reactivity in the anti-a microtube of the mts monoclonal a/b grouping card lot#041405057-01.